Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.

Event description:
Revision of optetrak knee components due to instability. This event report was discovered through active surveillance.